Manufacturer narrative:
Upon return to the post market quality assurance laboratory, the device was analyzed. Visual inspection revealed a single seal plug hole; no other anomalies observed. All setscrews exhibited normal rotation and no binding. The device was put through and passed, a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device, commensurate with battery voltage. The setscrew capture washer on ventricle ring & tip was distended (outward bent), indicative of excessive force during rotation. This type of damage has been historically observed when an improper wrench (broken, inappropriate or non-bsc) had been used. This product was returned for analysis with a damaged wrench. Laboratory analysis concluded normal operation; however, induced physical damages were also observed.

Event description:
Boston scientific received information that during the routine device replacement procedure; the right ventricular lead setscrews of this pacemaker could not be loosened. The proximal portion of the right ventricular lead was cut and the device was then removed and successfully replaced. The explanted device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.